Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. This information not provided when asked. Event date: this information was not provided when asked. Relevant history: this information was not provided when asked. Model #: is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date: is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, it is noted that the patient experienced "itchiness of face, puffiness and irritation.

Manufacturer narrative:
Additional data: d4, h6 (health effect - clinical codes, type of investigation code, and investigation conclusions code). Corrected data: b2, h4, h6 (health effect - impact code, and medical device problem code). Device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. CAPA 23-006. Manufacturer reference: (B)(4).

Manufacturer narrative:
Additional information: the device was returned, the investigation has been completed and the results are as follows: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 4.0-11847204 (erkoloc-pro) was manufactured from april 04, 2022 and was assigned an expiration of april 2025. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper splint was returned in the original case. The results were summarized: roughness - the flange was not smooth; incisors, area #7-10 was rough. Internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared cleared and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 5.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry. IFU provides warning: ·use only clear, cool water to wash the device. ·do not clean or soak in mouthwash. ·do not use denture cleanser. ·do not use hot water (for cleaning). ·do not use alcohol or hydrogen peroxide. ·do not place in direct sunlight. Keep away from heat sources." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per the reported information, the patient has a reaction to latex, shellfish, grains, dairy, codeine, and penicillin. Additionally, the patient's current medications are: estratest, b3, folic acid, multi-vitamin, calcium, and magnesium. Supplier erkodent reviewed the incident details and determined that this complaint "may be both or combined, irritation and allergic reaction." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. This complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the patient received the device on 6-24-22 with the reaction occurring on 6-25-2022. The patient stated that they woke up and noticed that the face was itchy. The reaction remined the entire day and migrated down to the neck area where swelling in the neck area. The dermatologist was sought and provided oral steroids. Unfortunately, the steroids gave the patient arrhythmias and difficulty swallowing. The patient was then provided IV benadryl and fluids, zyrtec was provided to be taken orally for a week. The device was discontinued on the 6-25-2022. The reaction lasted for four days. The patient is no longer using the device. The patient has allergies thiuram and thiuram mixes, acrylates copolymer. The patient sought an allergist, and the results are as follows: positive results thus far are cl+ me- lsothiazolinone and skin closures made up of compounded benzoin tincture in addition to previous known allergies of thiuram and acrylates copolymer the device will be returned per the patient. No information was provided with regard to the device cleaning and storage by either party.